Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received indicating that an air bubble was observed after four to six hours total parenteral nutrition (tpn) while using a smiths medical cadd-solis vip ambulatory infusion pump. No adverse patient effects were reported.